Manufacturer narrative:
The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is possible that the tip of the scope connector was chipped or broken, causing excessive stresses to be applied to the video connector terminal when inserting the scope, resulting in the terminal buckling and indication phenomenon. It is an issue attributed to user handling. In addition, since it has been in use for more than eight years since it was manufactured, it is also possible that the pins wore out due to insertion/removal of the scope. The instructions for use includes the following statements that can prevent the recurrence of this issue: do not apply forceful force to the connectors. The connectors may be broken.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Additional information is not available for this event at this time. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection and testing, it was observed that the device yielded no image. User¿s complaint of unclear image could not be duplicated as there was no image at all. This is attributed to the bent pins inside the receptacle board. Other incidental observations are minor cosmetic wear and tear involving small scrapes to top cover and yellowing front panel, not affecting the fit, form, or function of the device.

Event description:
As reported for this event, during set up for an unknown therapeutic procedure, the device yielded a fuzzy unclear image. There is no patient involvement and no harm reported to any patient.